Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event where patient had an infection on her skin at the infusion site. Patient's doctor had put her on penicillin treatment which she could not tolerate. Patient's doctor then referred her to an outpatient clinic. No further information available.